Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019 from date manufacturer was made aware. Explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18712842.

Event description:
It was reported that the patient was not getting adequate pain relief. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.